Event description:
While pt was on unit being ventilated, caregivers were unable to unlock the lock button on touchscreen. They tried plugging into ac power; this did not correct the situation. They removed pt from this unit and placed him on ht50 back up ventilator in home. They then tried turning unit off and then back on again, and it did turn off and on properly, but when they pushed start ventilate button on touchscreen, it did not ventilate, but instead displayed the alarms setting screen. Then also experienced when they pushed other buttons on the touchscreen that the incorrect screen would appear. Main problems were: unlock button would not unlock screen. Start ventilate did not start ventilation. When pushing other touchscreen buttons went to incorrect screens.